Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed the ac adapter lemo connector was burned. Pins # 1,2 and 3 were burnt and pins# 4 and 5 were burnt/ melted. Carefusion scrapped the ac adapter and sent a replacement ac adapter to address the reported issue.

Event description:
It was reported by the customer that the unit has a burnt lemo connector on the vent and on the ac adapter. There is no report of any patient involvement or harm associated with this complaint.